Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an inquiry received indicated the implantable pulse generator (ipg) battery depletion was faster than expected. Review of device data revealed battery depletion due to increased pacing percentage. The ipg remains in use. No patient complications have been reported as a result of this event.